Event description:
Technician alleged that the brakes were not holding.

Event description:
Caller states the inform system displayed a result of hi (greater then 33.3 mmol/l) but the value was stored as rr lo in the meter memory. The patient was treated with an unspecified type and amount of insulin based on the meter result of hi. A lab sample had been drawn at the same time the patient tested hi; the lab sample returned as 0.8 mmol/l. Staff discontinued the insulin and treated the patient with glucose. Patient's current condition is fine. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).